Event description:
Procedure: lap chole. According to the reporter: during use, tip of the outer shaft was torn. There was no bleeding or tissue damage. The fallen piece was retrieved from the pt. There was no extension in operating room time. No further pt info available.

Manufacturer narrative:
(B) (4)